Manufacturer narrative:
The physician indicated the device will not be returned to apollo for analysis. The reporter also indicated that device information is unavailable. A review of the labeling indicates: indications for use: the maximum placement period for orbera® is 6 months. Precautions: the physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: -injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition.

Event description:
Reported as: "during orbera removal a gastric fistula note (contained perforation) underwent surgery and partial wedge/gastrectomy." Further follow up noted the patient presented to the ER four months prior with unexplained abdominal pain. At the time there were no findings and the issue resolved. On the day the patient had scheduled the device to be removed, they presented to the ER again and a CT scan was performed. The CT scan noted no findings. During endoscopic removal of the device, the physician observed a gastric fistula that was self-contained against the abdominal wall. The physician believes it may have been due to chronic erosion and the buildup of tissue that helped prevent a perforation.